Event description:
Received report from facility that "pt was receiving medication in 500 cc via secondary line. Secondary medication not absorbing, but backflushing into primary IV bag." No report of pt injury or medical intervention required per the initial report.